Event description:
It was reported that during port placement, the device allegedly had a suction problem. It was further reported that air was allegedly aspirated. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp, one 4f catheter introducer, two plastic caps, one groshong catheter with stylet, one introducer needle, one straight non-coring needle, one right-angle non-coring needle, one vein pick, two catheter locks, two guidewires: one with guidewire straightener, the other with a "j" tip guidewire within, one 8.0fr introducer peel-apart sheath and vessel dilator, and one tunneler were returned for evaluation. Gross visual, microscopic visual and functional evaluation testing were performed. The investigation is confirmed for the reported air leak, identified fracture issue as fractures were noted on the proximal end of the introducer needle hub. However the investigation is inconclusive for the reported suction issue as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in procode and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2024).

Event description:
It was reported that during port placement, the device allegedly had a suction problem. It was further reported that air was allegedly aspirated. There was no reported patient injury.